Manufacturer narrative:
Product analysis: the device is not expected for return, therefore no product analysis can be performed. Conclusion:without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, bleeding at the left external iliac was noted requiring a stent to be implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.